Event description:
Patient reported that their current pump is not calibrated for full 600mg. The first infusion finished with medication still in the bag. Nurse manually finished the infusion. Unknown date of malfunction. Unknown if pt missed a dose, unknown if an adverse event occurred, unknown if defective device on hand for return. Unknown if md aware. No further info provided.